Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan USA alleging that her onetouch ultramini meter did not turn on. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 9:00am. The patient manages her diabetes with oral diabetes medications with diet and/or exercise. The patient stated that she drank water on (B)(6) 2015 at 9:15am in response to the alleged product issue. The patient claimed to have developed the symptoms of "headache and blurry vision" 20 minutes after the alleged product issue began. The patient received hcp phone advice on (B)(6) 2015 at 10:00am to take glipizide 5 mg oral diabetes medication. The patient stated that she tested her blood glucose using another device on (B)(6) 2015 at 9:30am and again at 10:00am and the results were "300 and 190 mg/dl" respectively. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time, there was no indication of product misuse, based on information provided, the battery did not need replaced, the correct test strips were being used and due to the subject meter having been disposed of, the patient was unable to perform walk-through troubleshooting. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusions: the patient claimed to have developed the symptoms of "headache and blurry vision" after the alleged product issue began. The symptom of "blurry vision" does meet lifescan's criteria for a serious injury.